Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. Upon revision, fluid loss was identified caused by a rupture in the cylinder. Therefore, all components were removed and replaced. No patient complications were reported.